Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they fell 2-3 weeks ago and has been having pain at the ins site. They also noticed a return of symptoms, going a lot more, and feeling more pressure to go. As a result of what was reported, the caller was redirected to the healthcare provider (hcp). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated the issue was resolved and the fall was not cause by the implant. They did not need medical check because it was fine. Additional information received on 2019-oct-01, indicated that they had a medical checkup and all was well only a bruise(unrelated) but now is good .